Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet following placement of a new infusion set, with continued rising glucose and subsequent site change after declining initial troubleshooting. Symptoms included general malaise without loss of consciousness or diabetic ketoacidosis. Outcomes included temporary impaired well-being, device alerts for prolonged high glucose, and no need for emergency care or professional medical intervention. Investigation included customer interview, review of device use, and troubleshooting and education. Investigation of this case revealed a high glucose event with unclear cause and no identified device malfunction. It was concluded that the event was related to hyperglycemia of unclear etiology with resolution after site management and user education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.